Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.